Event description:
This report is being filed to report that single leaflet device attachment which occurred with the mitraclip clip, requiring intervention. It was reported that on (B)(6) 2013, the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip (10219425/12) was implanted and the mr grade was reduced to 1. Three months post-procedure, it was found that the clip detached from the posterior leaflet, remaining on the anterior leaflet, and the patient experienced dyspnea. There was no leaflet damage noted due to the detached clip. Per the physician, the cause of the clip detachment was not known, but the clip was not a contributor. A second mitraclip procedure was performed on (B)(6) 2014 to treat the single leaflet detachment and the increased mr grade of 4. The steerable guiding catheter (sgc) was prepared per the instructions for use (IFU). During preparation, it was noted that the dilator was more difficult than usual to insert. This occurred outside the anatomy, during preparation. The sgc continued to be used and one clip was implanted without issue. The mr grade was reduced to 3. When a second clip delivery system (cds) was inserted into the sgc, the fluid column was lost. The sgc was removed, and it was confirmed that no air entered the patient. The decision was made to not implant the second clip. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The incident information reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint database indicated there have been no other incidents of single leaflet device attachment and difficult to grasp reported for this lot. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Since the patient had challenging anatomy due to the prolapsed posterior leaflet, the reported difficulty grasping the leaflet appears to be related to patient/procedural conditions and not a product quality deficiency. The challenging anatomy due to the prolapsed posterior leaflet also most likely caused the slda; however, this cannot be definitively confirmed. Additionally, the physician could not confirm the cause of the slda; however, it was confirmed by the physician that the clip was not a contributor to the single leaflet device attachment. Three months post-procedure the patient was experiencing dyspnea and the mitral regurgitation (mr) had increased. The increased mr was likely due to the slda, and the increased mr then likely caused the dyspnea. The reported patient effects of worsening mitral regurgitation and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was provided: there was no evidence of leaflet flail. The posterior leaflet (p2) was prolapsed, with no evidence of leaflet restriction. The leaflets were not abnormal, thin, thick or fragile. There were no difficulties visualizing the clip during the procedure. Leaflet assessment was confirmed, and there were no issues noted during the assessment. It was noted that the grasping of the leaflets was difficult but was achieved following the administration of adenosine. No additional information was provided.

Manufacturer narrative:
Event, implant, and therapy date: date of event estimated. The clip remains on the mitral valve leaflet. Investigation is not complete. A follow up report will be submitted with all relevant information.